Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis in used condition. Visual inspection showed a wear and tear damaged front cover, a cracked water tank cover and a damaged micro switch. Functional testing involved filling the tank with water, attaching temp check, plugging in the line cord and turning on the power switch. The reported issue was duplicated during the investigation. The investigation determined that a bent micro switch that alarmed constantly was the cause of the reported issue. The cause was determined to be due to rough use by the customer. The micro switch was replaced as well as the tank cover and front cover. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received that a smiths medical level 1 hotline low flow system was alarming patient circuit bad during set up; no patient involvement.